Manufacturer narrative:
Device evaluated by MFR.:the unit returned has wire tip detached, as part of overall visual revision. The wire was returned together with a non-bsci device. Visual inspection was performed. A section of the polymer tip (approximately 2.5 cm) was detached from the guidewire; the detached section was returned together with the device. The rest of the polymer tip attached to the guidewire did not show damages. The distal tip was kinked. The overall length, distal tip, middle of the device, and proximal section are within specification. No more damages were found in the returned device. Dimensional inspection was performed and the device was measured within specification.

Event description:
It was reported that tip detachment occured. The procedure was performed by venous approach. The 90% stenosed target lesion was located in a shunt in a severely tortuous and moderately calcified forearm vein. After a 150cm, 8cm v-18 control wire was advanced, pre-dilatation was performed with a peripheral cutting balloon. However, after inflation, resistance was encountered and the guidewire and balloon were then removed from the patient. When the guide wire was removed from the balloon, it was noticed that the coil part of the tip was separated. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that tip detachment occured. The procedure was performed by venous approach. The 90% stenosed target lesion was located in a shunt in a severely tortuous and moderately calcified forearm vein. After a 150cm, 8cm v-18 control wire was advanced, pre-dilatation was performed with a peripheral cutting balloon. However, after inflation, resistance was encountered and the guidewire and balloon were then removed from the patient. When the guide wire was removed from the balloon, it was noticed that the coil part of the tip was separated. The procedure was completed with another of the same device. No patient complications were reported.